Manufacturer narrative:
Sample was not returned and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the 3 month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account within the selected time frame. This set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in progress and final quality control testing met requirements. The lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. A temporal relationship exists between ccpd therapy using the liberty select cycler, liberty cycler set and the events of constipation, peritonitis, indicated by abdominal pain, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to the transmural migration of bacteria from the bowel to the peritoneum, due to the patient¿s prolonged constipation. Per the pdrn, the events are unrelated to the utilization of any fresenius product or device. Staphylococcus is one of the most common organisms causing gram negative peritonitis. Gastrointestinal complications are known to commonly occur in patients with renal failure. Based on the information available, fresenius product or device can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product or device deficiency, malfunction caused or contributed to the serious adverse event. The patient is continuing peritoneal dialysis therapy with no further issues.

Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2022 with abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 250 mg x 14 doses and is recovering from the event. The peritoneal effluent culture result was positive for coagulase negative staphylococcus, and the nephrology nurse practitioner assigned a suspected causality to the transmural migration of bacteria from the bowel to the peritoneum, due to constipation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged on (B)(6) 2022 and is continuing the same antibiotic course. No follow-up culture or cell count has been obtained to date.